Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be normally; power consumption aligned with device usage. Additionally, a threshold test was performed which detected loss of capture. This device was explanted and replaced prior to the data analysis results. No further adverse patient effects were reported.